Manufacturer narrative:
An investigation is in progress to determine the cause. The fse replaced the distal suj to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
T was reported that during a training/demo of the da vinci system had an 23138 error. There was no patient involved.